Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant procedure of the right ventricular (rv) lead, during slitting, the lead became entangled in a v-shape and failed, resulting in dislodgement and the lead was bent. Slitting was suspected to be failed. The lead and the delivery catheter was attempted, not used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary:the delivery catheter was returned and analyzed. The mechanical operation of the catheter peeling/slitting/splitting showed a spiral slit. The peeling/slitting/splitting was not slit on the center of hub of the delivery catheter. The mechanical operation of the catheter peeling/slitting/splitting was partially executed. The shaft on the hub of the delivery catheter was spiral slit. Visual analysis of the delivery catheter indicated damage during use. The analyst noted the delivery catheter was returned without the dilator, the slitter was not returned. Slitting started near the centerline on the hub of the delivery catheter. Slitting had terminated at 1.8 cm on the hub of the delivery catheter and restarted. The hub of the delivery catheter was spiral slit. Slitting had terminated at 6.8 cm on the shaft of the delivery catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.